Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision in which the existing reservoir was removed and replaced. During procedure, fluid loss was identified due to a hole in the reservoir. There were no patient complications.